Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Concomitant medical products: medical product: unknown ringloc elevated liner, catalog #: unknown , lot #: unknown. Medical product: size 11 bi-metric stem taper one, catalog #: unknown, lot #: unknown. Medical product: ringloc cup size 23, catalog #: unknown, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00274. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial hip arthroplasty approximately 15 years ago. However, since (B)(6) 2019 the patient suffered three dislocations which were reduced without complication. Consequently, the tha revision group at (B)(6) hospital recommended minor revision with a constrained liner. The revision was performed on (B)(6) 2020. There are no records from the original medical records, but according to x-rays and per-op findings the stem was a size 11 bi-metric stem taper one, ringloc cup size 23, ingloc elevated liner 28mm size 23, and a 28 mm head was in the patient. No lot or product numbers are available and the liner + head was discarded at the end of the surgery. The surgery was done by implanting a freedom constrained 36 mm + 3 head (11-107019) and a constrained freedom +5 liner 11-107022 (lot:292370). This complaint reports the revision due to dislocation performed on (B)(6) 2020. Cmp- (B)(4) is linked complaint as same event : sterility of product compromised.

Event description:
It was reported that a patient underwent an initial hip arthroplasty approximately 15 years ago. However, since (B)(6) 2019 the patient suffered three dislocations which were reduced without complication. Consequently, the tha revision group at hvidovre hospital recommended minor revision with a constrained liner. The revision was performed on (B)(6) 2020. There are no records from the original medical records, but according to x-rays and per-op findings the stem was a size 11 bi-metric stem taper one, ringloc cup size 23, ringloc elevated liner 28mm size 23, and a 28 mm head was in the patient. No lot or product numbers are available and the liner + head was discarded at the end of the surgery. The surgery was done by implanting a freedom constrained 36 mm + 3 head (11-107019) and a constrained freedom +5 liner 11-107022 (lot: 292370). This complaint reports the revision due to dislocation performed on (B)(6) 2020. (B)(4) is linked complaint as same event : sterility of product compromised.

Manufacturer narrative:
(B)(4). G3: report source, foreign - event occurred in denmark. D11: multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00274-1. As the product has not been received, the investigation was limited to the information provided. Five radiographs, taken on unknown dates, were provided with cmp-0602538 for analysis: two pre-revision surgery x-rays and three post-revision surgery x-rays. The acetabular shell appears to be positioned at a high inclination angle in the anteroposterior pre-revision x-ray, in agreement with the statement of cup with inclination to the steep side in the complaint description. Despite the suboptimal quality of the images, its inclination angle, measured in the full-pelvis post-revision x-ray (the acetabular shell was not revised), was measured to be 62.2, supporting the statement in the complaint description. The components implanted during primary surgery approximately 15 years ago were identified as a bimetric stem, a ringloc cup and a ringloc elevated liner during revision surgery on 8th may 2020. However, part and lot numbers are not know at the time of writing this assessment and the revised components were discarded during surgery, and therefore it is not possible to comment on the relevant surgical technique. The complaint description states that the hip dislocated three times between (B)(6) 2019 and revision surgery, which suggests there may have been an increased degree of joint laxity, further exacerbated by an already high angle of inclination. The use of a ringloc elevated liner during primary surgery, as well as a +5 freedom constrained liner together with a +3 femoral head during revision, further supports the presence of joint laxity in the patient left hip. Wear of the primary liner may have also contributed to the reported dislocations, however this cannot be confirmed without provision of the revision surgical notes and without examining the removed components. The patient, female, was 80 years old at the time of revision surgery, was 1.70 m tall and weighed 61 kg (bmi of 21.1, normal weight). It is not possible to determine the root cause that led to implant dislocation without component details, primary and revision surgery notes, post-primary full-pelvis x-rays and without provision of the revised components for examination. However, it is possible that a high inclination angle of the shell, joint laxity and wear of the polyethylene liner after 15 years may have contributed to the adverse event. We have not been provided with any supporting documentation which could provide additional information. The item number and lot number identification necessary to review manufacturing history and the complaint history was not provided. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: without the opportunity to examine the complaint product and without adequate information received regarding the event, root cause could not be determined and therefore risk could not be assessed against occurrence or any new previously unidentified risk. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. H3 other text : product has not been returned.